Event description:
A caller reported receiving a minimum fill notification due to a depleted battery and multiple failed attempts to fill the tubing. The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. Technical support recommended trying a new cartridge with the proper loading technique and instructed the caller on cleaning measures. Successfully loading a new cartridge resolved the issue, allowing the caller to resume insulin delivery.